Event description:
Drive devilbiss is the initial importer of the device. We have attempted to get the device returned and additional information from the enduser. Drive received fax notification of the incident from healthcare provider. The enduser, who suffered a stroke, was using the device which was identified only as a trapeze. The enduser alleges that the s hook broke and the bar swung at his face causing a tooth to break.